Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26419. The manufacturer is unable to determine which lead is involved hence both leads are reported. It was reported the patient was experiencing discomfort at the right supra-orbital lead site when the stimulation is on or off but is worse when the stimulation is turned on. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26419. Follow up information identified the patient underwent surgical intervention to remove her entire scs system.